Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left circumflex artery (lcx). The ivl catheter successfully delivered 120 pulses. There was no report of an ivl device malfunction. This event was sent to the clinical events committee (cec) for adjudication of the patient's myocardial infarction. The cec indicated that film was reviewed and loss of side branch was observed with creatine kinase-mb (ck-mb) levels greater than 10x the upper normal limit (uln) within 48 hours of the procedure. Cec has determined that myocardial infarction is possibly related to the study device and definitely related to the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.